Event description:
It was reported that the device received an error code 225-32784-275. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of reported error 225-32784-275 on (B)(4) when connecting system maintenance program without ac power. Technical support - 1. Connect pcu to ac power 2. Return to factory instructed brandon to connect pcu to ac power before initiating communication with system maintenance program. (B)(6) connected pcu to ac and the error went away. A review of the device history record showed the device had a manufacture date of 03/21/2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on troubleshooting results, technical services determined the proximate cause of the customer¿s reported issue. Technical support - 1. Connect pcu to ac power 2. Return to factory instructed (B)(6) to connect pcu to ac power before initiating communication with system maintenance program. (B)(6) connected pcu to ac and the error went away. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : device was not returned to manufacturing facility.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device received an error code 225-32784-275. No additional information was provided. There was no patient involvement.